Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix extended and bent. Helix will not extend due to distal conductor distortion within the connector. The distal conductor is distorted at 1.5 cm in the connector leg due to over rotation of the helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix on the right ventricular (rv) lead was unable to extend after the lead had been extended and retracted several time. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.